Manufacturer narrative:
This is a report of a patient who discovered a fluid leak during peritoneal dialysis therapy. The device was not returned to the manufacturer for physical evaluation, and the lot number could not be obtained. Distribution records were reviewed to identify potential lots of the cassette product shipped to the customer over the past 3 months. Two different cassette product codes were noted to have been shipped to the patient within the reviewed period. The entire set of lots have been sold and distributed. A batch records review and an investigation of the device history records (DHR) was conducted by the manufacturer for the potentially related lot numbers. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lots met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and the complaint could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient discovered fluid within the cassette door of their liberty cycler during drain 3 of peritoneal dialysis therapy. Leading up to the discovery of the leak, the patient had received an m31 air detected in cassette alarm. Upon receiving the message, the patient cancelled her treatment. The leak was then discovered when the cassette was removed from the liberty cycler. The cause of the leak was not reported. The patient finished treatment using manual supplies. Later that day, the patient contacted a technical support representative in regards to the issue. The technical support representative advised the patient to discontinue use of their cycler and to notify their peritoneal dialysis registered nurse of the event. The patient used manual supplies to continue with peritoneal dialysis therapy until they received a replacement cycler. Peritoneal dialysis therapy was reported to be ongoing. The patient did not experience any symptoms or injuries as a result of the leak. The cassette used by the patient was reported to have been thrown out and is no longer available for evaluation. Additional information was requested but was unavailable.